Event description:
It was reported that, on and unknown date, the tip for the angled stardrive screwdriver t8 with sleeve/self-retaining snapped off when trying to remove the screw. It was reported that this event did not contribute to death or serious injury. It was also reported that subject device did malfunction during surgery while being used on patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. Subject device was received with the tip snapped off when trying to remove the screw. Item was previously returned for service due to broken tip. The previous service condition of broken tip is relevant to the current complained issue. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. Placeholder.